Event description:
It was reported that an underdose occurred due to the patient missing a refill. The pump was empty since (B)(6) 2011; a refill was planned for (B)(6) 2011. The pump contained baclofen 2000 mcg/ml at a dose of 779.4 mcg/day. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information: the pump delivered a dose of 899 mcg/day. The pump should have been refilled on (B)(6) 2011. The specific symptom of underdose the patient experienced was reported as weakness to both arms. It was also noted the patient experienced a right upper back stage 2 pressure ulcer, sacrum stage 4 ulcer, right ischium stage 2 healing ulcer with pink scarring, and a bilateral lower extremity venous stasis ulcer/dermatitis that was irregularly shaped. The date of onset of these ulcers was not reported. The baclofen pump was refilled (B)(6) 2011. The patient experienced no symptoms with regard to the refill. Following the refill, the patient's symptoms resolved and the patient was receiving effective drug therapy.

Event description:
The patient was last seen by the follow-up hcp on (B)(6) 2011. The patient had an appointment in (B)(6), but cancelled. The hcp indicated the pump contained baclofen that 'should be lioresal'. The hcp did not perform refills to the pump; the patient had the pump filled elsewhere. It was further reported on (B)(6) 2012 by the patient's nursing home hcp staff that the pump was working well and the patient was doing well. The patient's next appointment was scheduled for (B)(6) 2012.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted:unk.